Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory two segments of the lead were returned. No fractures were observed on returned segments of lead. Visual inspection revealed calcified body fluid (calcification) covering over portion of distal shocking coil and on helix. Laboratory analysis concluded depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected.

Event description:
Boston scientific received information that oversensing, undersensing, inappropriate shocks, noise, as well as out of range pacing impedances were noted on this right ventricular lead. An x-ray taken confirmed a lead fracture. This lead was explanted and will be returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.